Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a percutaneous transluminal coronary angioplasty (ptca) stenting procedure, a re-ptca occurred. The target lesion was located in the left anterior descending. The target vessel reference diameter was 3.3mm and the lesion length was 16mm. Pre-procedure was 61% stenosis and post-procedure was 0% stenosis. A 3.5x16mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. That same day a re-ptca of the target vessel was performed. The patient was discharged 2 days later without current anginal complaints or silent ischemia. Discharge medications included asa 100mg and clopidogrel 75mg daily for 12 months.